Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was experiencing a rash. It was reported that the patient's entire body was covered with red itching spots and his hand are swollen. There was no alleged device malfunction contributing to the irritation. Patient's physician assumed that it was due to a medication and prescribed cortisone to be used. Follow up indicated that the c rash has completely vanished.